Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan alleging that their onetouch ultramini meter was reading inaccurately low compared to another meter. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began at 11:20 am. The patient reported obtaining a blood glucose reading of 240mg/dl on the subject meter and "over 500mg/dl" on an unknown meter, obtained within 30 minutes of each other. Based on statistical methodology these reading exceed lifescan's criteria for accuracy. The patient manages their diabetes with a combination of medication, including humalog. The patient denied making any changes to their usual diabetes management regimen in response to the alleged issue. The patient was unable/unwilling to answer if they developed any symptoms. The patient reported going to the emergency room where they were treated with 5 units of insulin by an hcp. At the time of troubleshooting the cca verified that the test strips were stored correctly (per owner's booklet recommendation). The patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient suffered a serious injury related to hyperglycemia after the alleged issue began.